Event description:
It was reported that air bubbles were observed within the tubing. Customer's blood glucose level was 574 mg/dl. Customer performed a supply change to address the issue. Customer drank water and administered a bolus via the pump to address bg and went to the emergency room with "large" ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.